Event description:
It was reported that the patient received shocks while brushing their teeth. Egms reviewed showed noise on the lead and ts discussed changes in sensing, capture and pli. The patient was asked to recreate the movement t and no noise was observed. Lead fracture was observed during the explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field event of noise anomaly was verified in the laboratory. Only a partial lead was returned. The distal lead was not returned. Analysis found insulation abrasion of the partial lead at 12.0 cm and 15.0 cm from connector. The insulation abrasion is consistent with friction to the ICD can.